Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connector ports had damage. The epg remains in use. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the output connector assembly was broken. Analysis also noted that the hanger assembly was broken, the lower case was broken, and the display wires were pinched though not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service. It was noted that the leads would not clip into the epg.